Event description:
It was reported that an altitude alarm, identified as altitude alarm 21, occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received tips from technical support to prevent future altitude alarms and was able to resume insulin delivery using the original cartridge.